Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt fuzzy all day after procedure from anesthesia. Patient was feeling better today. Patient felt what may be a scab in the left buttocks checkup near the "crack area". Patient was unsure and concerned. Patient had diarrhea a couple times so far in evaluation and it's been a long time since they had experienced that. Patient was discouraged with lack of improvement. Patient stated stim started working all at once and hurt them, stated the stim was "violent". Patient complained of pain from stim, also not having any symptom improvement. Patient did not feel stim on any program. Patient complained of having diarrhea still. Patient was allergic to antibiotics and did not feel well. Patient was not sure if they were seeing improvement. They rated evaluation a 2 and it was worse than expected. Patient said that at night "this is not working". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Corrected to intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt fuzzy all day after procedure from anesthesia. Patient was feeling better today. Patient felt what may be a scab in the left buttocks checkup near the "crack area". Patient was unsure and concerned. Patient had diarrhea a couple times so far in evaluation and it's been a long time since they had experienced that. Patient was discouraged with lack of improvement. Patient stated stim started working all at once and hurt them, stated the stim was "violent". Patient complained of pain from stim, also not having any symptom improvement. Patient did not feel stim on any program. Patient complained of having diarrhea still. Patient was allergic to antibiotics and did not feel well. Patient was not sure if they were seeing improvement. They rated evaluation a 2 and it was worse than expected. Patient said that at night "this is not working". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.